Event description:
It was reported that the patient has expired after implant duration of approximately 1.5 months, due to multisystem failure. Per the discharge summary for cardiac surgery: "postoperative recovery was slow but satisfactory. Hemodynamically he did very well with inotropes weaned off initially within few days. Major issue was neurological status and ventilation. He was never appropriate after surgery and this could be attributed to sequel of embolisation due to infective endocarditis. He developed ards and renal failure and was ver difficult to wean off from ventilator. Neurology's opinion was taken and condition discussed with family as he was not improving neurologically. Multisystem failure set in and he expired on the (B) (6) 2009."

Manufacturer narrative:
(B) (4) = multisystem failure. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via email) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.